Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in switzerland, this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery with crimped valve through the esheath, it was not possible to push the valve though, strong resistance was found, and the valve moved on the balloon towards the tip. Therefore, it was decided to remove the commander delivery system along with the esheath. New devices were prepared and then the valve was successfully implanted. The patient was in stable condition with no apparent injury to the femoral artery. As per medical opinion, the root cause of the event might be related to high tortuosity which made it difficult to advance the delivery system. During pre-decontamination observation of the sheath, it was observed that the commander delivery system balloon was torn at the I/c bond.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the balloon was torn at the I/c bond. The balloon was returned with the valve crimped on balloon. Double-wall thickness measurements were within specifications. Based on the observed I/c bond separation, the complaint was confirmed. The complaint for torn balloon was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. This event reports a balloon tear noticed during post-procedural product evaluation at edwards that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history monthly. Therefore, the review of risk management file is complete, and no further action is required. As reported, "while advancing the commander delivery with crimped valve through the esheath, it was not possible to push the valve through strong resistance was found and valve moved on the balloon towards the tip." Evaluation of the returned device revealed an I/c bond separation. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. As per medical opinion, "the root cause of the event might be related to high tortuosity which difficult to advance the delivery system." As such, a non-coaxial withdrawal of the delivery system into the sheath can cause the delivery system and/or crimped valve to catch on the sheath. It is possible excessive manipulation may have been used during device removal to overcome the caught delivery system, leading to the separation at the bond location of the crimp balloon and inflation balloon. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with the torn balloon issue. No corrective or preventative actions are required.